Event description:
Customer reports the tip of the catheter broke off into the pt. The report indicated that during use the tip separated from the catheter body and had to be retrieved. It was also reported that the catheter had been used through a cystoscope.